Event description:
During a cardiomems implant procedure the patient experienced hemoptysis. The patient started coughing right as the swan catheter was placed in the patient but the hemoptysis was not discovered until the end of the procedure. The patient was intubated and admitted to the ICU. In the ICU the patient underwent a pulmonary procedure to stop the bleeding. The patient has been discharged and is in stable condition.

Event description:
A CT scan was performed and an aortic aneurysm was identified. The physician has stated they do not believe the aneurysm is related to the cardiomems device.

Manufacturer narrative:
Additional information: a1, g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.